Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309628. Batch# 3027085. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "after the solution was drawn up the doctor noted a single white particulate inside the syringe. The particulate appeared to be adhered to the inside of the syringe barrel and was not free-floating. He did not believe it came from the vial but was already inside the syringe prior to drawing up the medication. He was unsure of the location of the affected syringe and did not know if they had shipped it back yet. He provided his supervisor's name to follow up with on monday as she was out of the office today. Requested the facility keep the sample to return for investigation and that they take photos. Advised shipping material would be sent to retrieve the sample if available. Dr. Opted not to administer medication due to defect."

Manufacturer narrative:
One sample and four photos of a 1ml luer-lok syringe (p/n - 309628) were received and evaluated. The sample was received with an opened box carton of "izervay" with all applicable product information on the box and an unknown needle. A white bubble can be seen on the barrel of the syringe. All four photos from various angles each show one loose syringe filled with an unknown clear fluid shown with clear bubbles in the fluid and the white bubble as described above. Ftir analysis testing was performed and received back as inconclusive. The condition observed is non-conforming per product specification. The molding engineer was interviewed as part of this investigation and stated the white discoloration to most likely be a white bubble embedded within the plastic. Potential root cause for the improperly molded barrel is associated with the molding process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3027085 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.